Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The instrument was received with the lower jaw slightly bent. It is possible that due to the extra friction between the I-blade lower tip and the jaw, the user could have heard abnormal noises. This was not confirmed during the analysis. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that the device handle was making a squeaking noise when being depressed during a colon resection. Procedure was completed using the device. No patient consequences.